Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as aortic neck angulation of 60 degrees, no calcification and severe tortuosity in the left common iliac artery. It was reported that the final angiogram revealed an unknown type endoleak (mdr2953200-2009-000193). The physician elected to balloon with a reliant balloon twice; however, the endoleak was still present. The physician elected to place an aneurx aortic cuff; however, the endoleak greatly decreased, but the endoleak was not completely resolved. There was still a slight unknown endoleak at the end of the case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: endoleak; angulation was 60 degrees and severe tortuosity in the left common iliac artery. Conclusion: angulation was 60 degrees and severe tortuosity in the left common iliac artery. Device code: endoleak.